Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet after announcing a breakfast meal and then not consuming enough food; the user treated the low with oral carbohydrate (soda) and was advised that the ilet suspends insulin delivery automatically. Symptoms included low blood glucose. Outcomes included resolution with self-treatment and no hospitalization. Investigation included user interview and troubleshooting education regarding meal announcements and the ilet¿s automated insulin suspension. Investigation of this case revealed no device malfunction and suggested that the event was related to user management of meal announcement relative to carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Correction: health effect, impact code f29: death not related to reported adverse event was entered and submitted in error. This device related event did not result in user death. The updated health effect, impact code(s) are included in this follow-up submission. Updated h1 from malfunction to serious injury.